Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a veterinary case, the rubber part of the jaw became stuck during retraction into the top of the trocar and fraying of the rubber connections on both sides of the jaw occurred, exposing the metal underneath. Metal shavings were left in the surgery site as a result of the fraying. Another ligasure device was used successfully with the same generator.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a veterinary case, the rubber part of the jaw of a reprocessed handpiece became stuck during retraction into the top of the trocar, and fraying of the rubber connections on both sides of the jaw occurred, exposing the metal underneath. Metal shavings were left in the surgery site as a result of the fraying. Another device was used successfully with the same generator.